Manufacturer narrative:
The device was used for an off-label indication. The indication used for was phrenic nerve stimulation in a pediatric patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider reported via the manufacturer representative the extension had inconsistent impedances that occurred during servicing. The patient had phrenic nerve stimulation. Previously, a lead revision was performed in march on lead 1 (see regulatory report 3004209178-2015-05932). In (B)(6), upon routine check after the revision, the impedance test of electrode 1 continuously showed impedance that was beyond range (>40k). A surgical investigation was performed on (B)(6) 2015 to change the faulty component, if needed. During the surgical investigation, the impedance of electrode 1 was not consistent (sometimes within range and sometimes out of range). The doctor decided to change the extension of lead 1. After that, the impedance was consistently within range after that. The issue resolved and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Analysis of the extension found the outer insulation of the extension body was melted.

Manufacturer narrative:
Additional review determined the following device code was related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.